Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to abdominal pain. During the hospitalization, they found that the customer had not taken any insulin, and he was in diabetic ketoacidosis. Troubleshooting was performed, and the daily totals added up correctly. The insulin pump passed the prime test. The customer did not want to continue troubleshooting. Nothing further was reported.